Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was contained within the pre-packed package and found in the hospital during storage prior to patient use. The device contained 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured october 9-10, 2024. H11: two (2) devices were received for evaluation. Visual inspection via the naked eye noted fluid inside a bag that contained the devices. When the devices were removed from the bag, the cause of leak inside the bag was found to be an untightened winged luer cap. Signs of surface roughness were not observed inside the caps when inspected under the microscope. A functional leak test was performed on both samples and the devices were monitored until the next day; no evidence of leak was observed. The reported condition was verified. The cause of the condition was due to a use error by not securely tightening the winged luer cap. The product label (IFU, instructions for use) indicates to ensure that the cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.